Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an altitude alarm occurred during the load sequence. There were no reported abnormal altitude conditions preceding the alarm. Blood glucose was 220 mg/dl. Reportedly, the alarm cleared and insulin delivery was resumed after the customer reinstalled the cartridge.